Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was observed the distal sheath cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed the forceps cover glue was peeling at the distal end of the device. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 11-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue was peeling likely occurred from an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.